Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. No corrective actions can be implemented and the customer complaint cannot be confirmed due to the lack of a product sample and batch number to perform a proper investigation and to determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that while performing the sacrospinous with the capio device the suture dart of the uphold got detached. There was no over tension of the wire. There was no reported patient injury.

Event description:
It was reported that while performing the sacrospinous with the capio device the suture dart of the uphold got detached. There was no over tension of the wire. There was no reported patient injury.

Manufacturer narrative:
Qn# (B)(4).